Event description:
It was reported that the patient's implanted device alerted due to out-of-range left ventricular (lv) amplitude. There also appeared to be lv loss of capture on the presenting electrogram. Impedance measurements were normal. It was noted that the lv auto pace threshold function was not enabled. Technical services recommended further device review with a programmer. This lv lead remains in service and no adverse patient effects were reported. It was additionally reported that the intermittent loss of lv capture persisted at an output of 4.5 v at 2.0 ms. Technical services recommended to consider adjusting the lv pacing output to allow a greater safety margin if appropriate for the patient. The lv lead remains in service.